Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer found issues with the rinse station tubing, the gear pump pressure, and the rinse station wash. He replaced the tubing and gear pump head. The investigation did not identify a specific product problem. The issue was resolved by the service actions.

Event description:
There was an allegation of a questionable calcium gen.2 result for one patient sample from the cobas 8000 c702 module. The initial result was 1.84 mmol/l. As the result did not fit the patient history or accompanying po4 and vitamin d results, the sample was repeated with a result of 2.44 mmol/l.